Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was rec'd for evaluation and a review of conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on evaluation of product and record review of all available information, it is determined the xtend 4.2mm variable angle screw, self-tapping, 14mm design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that he issue was a result of product defect or malfunction. Lot# - the lot numbers for the referenced parts were not available. Device date of manufacture cannot be determined without the lot number.

Event description:
Pt underwent a two-level acdf with placement of xtend plate and screws at c5-c7 on (B)(6), 2011. Upon post-operative films, one (1) screw caudal looked to be backing out of the plate approx 5mm. Thirty (30) days later, a 2nd post-operative x-ray taken showed the caudal screw approx 10mm back out of the plate. Upon pt's revision on (B)(6), 2011 both (2) caudal screws were found to be out of the plate locking mechanism. The locking mechanism was noted as being still locked. The loose screws were replaced with 4.6mm standard fixed screws.